Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinder broke down. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The procedure completed successfully. There were no patient complications.